Manufacturer narrative:
The device was received by baxter and an evaluation is complete. An external and internal inspection was performed. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The homechoice device received a returned instrument testing evaluation (rite). This evaluation included functional and electrical testing of the device. The device failed the functional rite testing due to volumetric accuracy exceeded limits. The cause of the failed accuracy testing was identified to be deteriorated piston foam. The piston foam was replaced. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During evaluation of a returned homechoice device, a baxter technician determined that the homechoice device failed fluid volume accuracy testing. There was no patient involvement. No additional information is available.